Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a lithotrity, the subject device was used. It was reported that the user tried to crush the calculus with the subject device, but the subject device was incarcerated. The user crushed the calculus with the emergency lithotriptor. The procedure was completed. There was no further patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01349 to provide additional information based on the evaluation result of the subject device. Only broken operating pipe and coil sheath were returned to olympus medical systems corp. (Omsc) for investigation. The investigation on september 26, 2017 confirmed that the junction between the operation pipe and the operating wire was broken. There was no abnormality in the junction between the operation pipe and the operating wire. The device history record for the lot indicated no abnormality with the event-related items. Based on the similar cases in the past, it is surmised that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the junction between the operating pipe and the operating wire might be broken. The instruction manual of the device has already warned as follows: do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.